Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once additional information is obtained. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An incompatibility issue was reported with the abbott diabetes care (adc) application, in use with an unspecified phone. As a result, the customer was unable to check glucose and experienced a seizure however, the customer was able to self treat with "fast acting" insulin provided by a non-healthcare professional. The customer then had a contact with a healthcare professional (hcp) who obtained a blood glucose result of 286 mg/dl but no treatment was reported. There was no report of death or permanent impairment associated with this event.

Event description:
An incompatibility issue was reported with the abbott diabetes care (adc) application, in use with an unspecified phone. As a result, the customer was unable to check glucose and experienced a seizure however, the customer was able to self treat with "fast acting" insulin provided by a non-healthcare professional. The customer then had a contact with a healthcare professional (hcp) who obtained a blood glucose result of 286 mg/dl but no treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The user reported unknown or unspecified issue. The reported issue was investigated and attempted to be replicated. The reported configuration was not compatible with the customer's reported application. The latest revision of the compatibility guide is available to the customer on the abbott diabetes care website. As the compatibility guide is provided to the customer and the incompatible configurations were used, this complaint is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.